Manufacturer narrative:
Animas received the pump that was involved with this complaint and performed a device evaluation. The repeated loss of prime warnings that occurred on 02/03/2011 and 02/04/2011 were confirmed in the pump's history. It was noted that during the "load" step of the priming process, the piston continued to force out all the fluid until a "no cartridge detected" warning was given. A force sensor calibration test confirmed that the sensor was unable to detect the cartridge force. The pump was opened and a cracked open trace was observed at the force sensor flex pen. In conclusion, the load step malfunction and loss of prime warnings were due to the cracked force sensor trace.

Event description:
The pt reportedly obtained a "500 mg/dl" blood glucose result after obtaining multiple recurring "loss of prime" warnings on the pump. No symptoms were reported. The pt stated there were no visible cracks on the pump, there were no alarms prior to the reported issue, and there were issues with the tubing. The pt also tried different cartridges but the issue persisted. The pt did not report receiving any form of medical intervention; however, she indicated that he discontinued using the pump and started his backup plan (syringes). There was no adverse event associated with this complaint; however, this complaint is being reported due to the multiple loss of prime warnings issue. A replacement pump was sent to the pt.